Event description:
Leakage of the balloon was noted in use.

Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction because a malfunctioning balloon may lead to leakage of urine from the device which can pose the risk of contamination (with resultant infection) to pts using the device. It is expected that the device will be removed by a health care professional and replaced with a new one. The results of our investigation indicate that the sample provided was tested and did not perform to our requirements. This complaint issue has been investigated previously and has been documented in the CAPA system. No additional info has been provided to date.